Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a folow-up report detailing the results of the evaluation.